Event description:
(B)(4). I had my essure implant placed in (B)(6) 2008. I have been having problems since. I have bad pains in my lower left side of my stomach, when I wake up in the mornings I have morning sickness I also have stabbing pain in my lower left part of my stomach when I stretch laying flat on my back, I can not preform curtain sexual positions because of the pain, I have bad bloating I look pregnant and I am not, I am miserable all the time and I never had these pain or problems before my essure was placed.